Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot and master lot. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4)

Event description:
Account reports an ob patient that typed as o pos by their facility on 2-28-18 using mts abd/rev card lot# 071717037-66 (see mxp 1995393). D typing was 1+. Account has a policy that if the d typing is 3+ or less, they have to send it to a reference lab. The same day, they sent the sample (different tube but same time of draw) to a reference lab that claimed to also use gel technology, and they received rh negative results. Weak d testing was not done. Account will treat the patient as rh negative as d typing was for possible rh immune globulin administration. However, yesterday they still had a little bit of the original sample tube in which they tested and repeated using mts abd/rev lot# 121517037-51 (this event). Once again they received 1+ results for the d typing. Sample was nearly depleted and hemolyzed so account discarded it. Issue started on: (B)(6) 2018. Reported 3-18-2018. Microtubes/wells or cell (donor #) affected: d typing. Methodology used: manual gel. Reaction grade obtained: 1+. Customer was expecting: account is not sure. Test repeated: yes - account received 1+ again on another lot of cards but reference lab called in negative in gel. Qc data: daily qc performed and found to be acceptable. Sample type: edta plasma. Cards /cassettes/rbc storage condition temperature: per IFU. Visual appearance before use: all reagents have a normal appearance prior to use. Account treating patient as if they were rh negative and administering rh immune globulin. No harm came to patient.